Event description:
Customer complaint stating customer fell and fractured knee because it fell off the wall. There is no additional information regarding the alleged injury or treatment. This defect was reported though the home depot complaint file. The date of incident is unclear as that is not included in the report. No additional information was provided.